Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose over 400mg/dl. The caller stated that his glucose level was 228mg/dl and gave a bolus for breakfast, went to work, and started throwing up all day. The customer was treated with an insulin drip, drew blood, had a cat scan, and EKG. The customer stated that he was bed rest and could not keep anything down. Once his glucose level dropped he was released. The customer was able to see the endocrinologist the same day and was told to have the insulin pump replaced. The customer stated that the back side of the device was chipped off. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.